Manufacturer narrative:
Concomitant medical devices: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator .product ID: 97754 , serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the connector pin came off the ac adaptor. The patient noticed that the recharger was not taking a charge. The implantable neurostimulator (ins) battery was depleted. No symptoms were reported. Relevant medical history include spinal pain.